Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, the pulse generator exhibited a radiofrequency telemetry anomaly. The pulse generator was successfully interrogated using the telemetry wand. The patient was asymptomatic and would be monitored.